Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for the farawave procedure, five catheters were tested. All of them had issues with the spline. The first catheter had a spline torn. The second catheter the metal cap at the front had fallen off. The other 3 catheter has problems with the spline unfolding. A new device was used to complete the procedure. No patient complications occurred.